Event description:
The customer reported that the sys would not perform fluoroscopy. No pt injury was reported.

Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The mainframe control panel processor board and the control panel processor input/output board were replaced. The sys was tested and operates as intended.